Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a power error. The patient's blood glucose at the time of incident was 16.0 mmol/l; the patient's blood glucose had since decreased to 8.0 mmol/l. Troubleshooting was initiated for the power error alarm. The insulin pump would consume batteries within three or four days. The insulin pump had alarmed with two battery failures during the day of call. The customer had previously called to report the power error alarm, and the issue recurred within a week of that troubleshooting. The insulin pump was not returned for analysis.

Manufacturer narrative:
Pump not received in stuck manufacturing mode. Unit passed displacement test. Sleep current measurement and active current measurement within specifications. Low battery alarm and power loss alarm noted then power error 25 alarm was triggered and noted in the download formatted history file, and the power management graph was abnormal due to the connector resistance issue at the printed circuit board. After disconnecting and reconnecting the connector at the printed circuit board, the unit was monitored and functioned properly. Then the power management graph confirmed the unloaded voltage and loaded voltage was within specification range. Unit received with cracked keypad overlay at select button, cracked retainer, scratched case, fading serial number label, minor scratched display window, cracked case at battery tube side and keypad overlay texture damage.